Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead: implanted (B)(6) 2014.

Event description:
It was reported that some of the p waves were not being tracked. It was noted that it appeared to be intermittent loss of capture or intermittent ventricular oversensing. It was discussed to increase the ventricular sensitivity. No changes have been made and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.